Manufacturer narrative:
Investigation summary ==> no product was returned. Optical sensor issue - after 25 days on support, aop signal reading 67/43 map 47, while patient¿s actual blood pressure by a-line 94/68 map 77. Medical team not concerned and does not require placement signal adjustment. Data log review shows placement signal low alarms with no mc spikes, no ps adjustments made, no purge trends, and no flow trends. Imc logs were not recovered. The cause of the optical signal issue was not determined as no product was returned, inconclusive data log review, and insufficient clinical details. Patient codes - fever, infection: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the fever/infection was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1908573. Device history batch ==> subcomponent lot: n/a device history review ==> pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
The user facility reported patient had a cp the complainant reported that a patient was implanted with an impella device for mechanical circulatory support and has been on impella 5.5 support for 35 days. On the day of the report, the aop signal displayed 67/43 mmhg with map 47, while the patient¿s actual arterial line blood pressure was 94/68 mmhg with map 77. The medical team was not concerned and determined that no adjustment to the placement signal was required. The patient was otherwise stable, ambulating in the hallway, and awaiting heart transplant, with plans to remain on support until then.. Additional information indicated the patient was alert and oriented and on room air. An episode of ventricular tachycardia occurred overnight, during which the patient was shocked by their automatic implantable cardioverter defibrillator (aicd). Oral amiodarone was initiated, and no further arrhythmias have occurred. The patient was febrile overnight; blood cultures were obtained and preliminary results are pending. The patient has been accepted to columbia for heart transplant evaluation but must complete an antibiotic course as per the care team. Argatroban was temporarily held for line removal and is being restarted gradually; current partial thromboplastin time (ptt) is 53. No concerns related to the impella device were reported. The team was advised to contact clinical support center (csc) or the local team for any additional needs.